Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 19mm edwards inspiris surgical valve, implanted in the aortic position, underwent a viv procedure. As reported, the 1st 20mm valve was deployed inside existing 19mm inspiris. Post dilitation with 22mm true balloon was performed. The valve fractured at 22atm and the true balloon also ruptured. The patient had central aortic insufficiency due to over expansion of the 20mm s3u with the 22 true balloon. The physician determined that a second valve was needed. A second 20mm s3u valve was deployed with +1cc additional volume. The ai was no longer observed. The patients final status was noted to be stable. Imagery was provided by the complaint site and the following observations were made: the valve frame height was foreshortened due to over expanded from post-dilation. Central regurgitation was observed through the contrast media.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). In this case, the complaint of central regurgitation was confirmed based on provided imagery. Available information suggests procedural factors (post-dilation with non-edwards balloon) likely contributed to the event as it was reported that post-dilation with non-ew balloon was performed in order to fracture pre-existing surgical valve, leading to over-expansion and central insufficiency of the thv. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.